Event description:
It was reported that since being implanted with the spinal cord stimulator, the patient has not been able to charge the implantable pulse generator, ipg. It was noted that there was a significant edema post-operatively that gradually decreased, however the patient still was unable to charge the ipg. The patient underwent a revision procedure and the physician noticed that the ipg had flipped in the pocket. The ipg was re-positioned in a smaller pocket and the patient was doing fine post-operatively. The patient was able to charge after the procedure.